Event description:
It was reported that on (B)(6) 2026 in their operating room they were using proflex lumenis laser fiber and lot is 03526003. They noticed black dots on the monitor. Then they noticed a piece of laser fiber floating free in the kidney. Surgeon was in deflection at the time. Laser fiber was removed and piece that broke off was retrieved. Finished the case with a new fiber.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.